Event description:
It was reported that using a femoral artery access approach during a procedure of the eccentric, moderately tortuous, 80% stenosed, mid circumflex artery, the 2.75 x 12 mm xience prime stent was implanted and a dissection was noted. A second xience prime stent was used as treatment without issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: there was no damage noted to the stent delivery system (sds). There is no indication of a product quality deficiency. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. The stent delivery system (sds) was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.